Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the blade remained in the lower jaw of the device. Engineering disassembled the event unit and observed that the blade pusher, an internal component of the device, was damaged. Based on the condition of the returned unit, the reported event was caused by the damaged blade pusher. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy non robotic. Event description: after approximately 5 to 10 activations and cuts the blade became stuck while cutting. The surgeon pulled out the device through the trocar and grasped the blade lever and the blade stuck out to the end of the jaw and would not retract when the surgeon squeezed the trigger. The surgeon was cutting a fallopian tube when he noticed the stuck blade. The device was replaced with a new applied medical device and the case continued with no further concerns. The device was not cleaned prior to the surgeon noticing the stuck blade. No patient injury occurred. The device is available for return. The rep was present for the case. Type of intervention: the device was replaced with a new applied medical device and the case continued with no further concerns. Patient status: no patient injury occurred as a result of the complaint event.